Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for cardiac failure. Action taken was not reported. On an unreported date, the patient experienced peritonitis. Diagnostic and treatment information were not reported. The cause of the peritonitis and if the patient was hospitalized was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.